Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) #p100022/s001 it is known that the following 3 devices were implanted in the patient: ziv6-35-125-6.0-120-ptx / c778569 / 1 ziv6-35-125-6.0-120-ptx / c778569 / 1 ziv6-35-125-6.0-120-ptx / c778569 / 1 please note 2 additional related reports were submitted for the event. Reference related reports: 3001845648-2017-00362 and 3001845648-2017-00363. The devices were implanted in the patient and are therefore unavailable for evaluation. With the information a document based investigation was carried out. It is known that the patient had the following pre-existing conditions: coronary artery disease, hypertension & was previously a smoker. A query was sent to the originator to determine if there were images available for review. The investigation will be updated when a response is received. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however as no imaging was available at the time of investigation, a definitive root cause of this event cannot be determined at this time. As per the packaging insert restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number c778569. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c778569. Stent placement and thrombectomy were conducted against the restenosis and the patient's condition was improved. No other adverse events were reported as a result of this occurrence. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
On (B)(6) 2012: 3 ptx stents below were placed in the right sfa of the patient. Ziv6-35-125-6.0-120-ptx lot#c778569, ziv6-35-125-6.0-120-ptx lot#c778569, ziv6-35-125-6.0-120-ptx lot#c778569. On (B)(6) 2017: 100% restenosis was confirmed in the stented lesion, distal to the lesion and proximal to the lesion. Intermittent claudication was observed on the patient. Stent placement (detail:unknown, but not zilver stent) and thrombectomy were conducted against the restenosis and the patient's condition was improved. Please note 2 additional related reports were submitted for the event. Reference related reports: 3001845648-2017-00362 and 3001845648-2017-00363.